Manufacturer narrative:
Based on the claim against the product by the customer noting seal fell inside patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed, and fa was able to confirm the customer reported complaint. For clarification, the seal was found to have a torn duckbill. A piece approximately 0.273" x 0.325" in size was torn off. The fragment was returned with the seal. Seals can become torn during various handling points, including manufacturing, installation, or use. The complaint regarding seal fell inside patient was confirmed by fa, which indicates that the device did contribute to the customer reported issue. This is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted bilateral inguinal hernia surgical procedure, the seal from the universal seal accessory fell into the patient. The fragment was retrieved in the same procedure.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the seal from a universal seal accessory fell inside the patient. The item was retrieved during the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: no damage visible prior to use. The surgical task being performed was instrument insertion. The surgeon did not notice any collision with other instruments. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The rnfa retrieved fragment with laparoscopic instrument. All the fragments were retrieved. No additional surgical procedure required to remove the fragment and no post-operative tests were performed to check for remaining fragments. The procedure was completed robotically. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.